Event description:
Event description: young pt suffered two hypoglycemic attacks and two seizures in the ambulance after the y-adaptor opened up in the middle of the night and spilled contents all over the bed. The child reportedly was playing with the tube during the night and accidently opened the port. Parents have reported having difficulty keeping the y-port closed. Because of the feed spillage, her blood sugar became dangerously low thus resulting in hypoglycemic related seizures. The pt was admitted to the hosp for two days and discharged home after making a full recovery.

Manufacturer narrative:
Although pt suffered a serious medical event, it was reported that the feeding device was neither broken nor faulty. It was, however, a consequence of a child accidently opening the device allowing for feed to spill and cause the medical events to follow. No sample is available for eval so no definitive conclusion can be drawn.